Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received from legal indicate that the patient was revised because of pain and poly wear.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records received from legal indicate that the patient was revised because of pain and poly wear. Doi: approx. 18 yrs dor: (B)(6)2007 (left hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.